Event description:
It was reported that, during a cori-assisted tkr procedure, just before beginning registration, an error message occurred that prompted us back to the case information screen and to re-calibrate the handpiece. The system was rebooted and procedure was completed as planned with cori. There was a delay of less than 30 minutes and no impact to the patient. No other complications were reported.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual and functional evaluation was performed where no non-conformances were identified related to the internal error reported. The log files were reviewed, and an internal error message was confirmed to occur just before the camera orientation adjustment screen, which took the user to the case information screen and the user needed to re-enter the case. Further investigation of the log file found that this reported error was a result of a known software issue that causes the application to crash. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found this to be an isolated event. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of the patient screenshots (patient case ID: 77ee2068c0f54680b66591efb0c51267) did not confirm the customer allegation of "error message." A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is loose/no connection between handpiece and console.. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.